Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 05/17/2016 to claim intermittent output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The data log was provided by the patient. The data was reviewed on 06/08/2016 however, an evaluation cannot be performed to confirm the reported problem of intermittent audio output. The root cause could not be determined post investigation. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).